Event description:
On january 24, 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio flex meter read inaccurately low compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that on (B)(6) 2025, at around 3:30 pm, he began feeling ¿lightheaded and dizzy¿. The patient claimed he tested his blood glucose with the subject meter at around 4:00 pm and obtained an alleged inaccurate low blood glucose reading of ¿300 mg/dl¿. The patient stated that he proceeded to the emergency room (ER) where he received a blood glucose result of ¿500 mg/dl¿ on the ER meter at around 4:30 pm and received unspecified treatment intravenously and 1 pill of metformin 500 mg. At the time of troubleshooting, the cca determined that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
A DHR (device history record) review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.